Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient seeking legal action. Pfs and medical records were received. Patient alleges that he suffers from pain, high levels of cobalt chromium, fluid collections, and limited mobility. Update: 5/22/13 - litigation papers received. Litigation alleges discomfort. There is no additional information that would affect the outcome of this investigation. Update ad 11 may 2018:  (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. Ppf alleges pseudotumor, abductor muscle repair, metal wear, metallosis and elevated metal ions however, elevated metal ion was already reported. Added dor, event date, facility name, revision surgeon, expiry and revision hospital. Corrected patient's name. Doi: (B)(6) 2009 - dor: (B)(6) 2017 (left hip). Patient is bilateral. Please see (B)(4) for the right hip. Revision note reported elevated metal ions, MRI consistent with metal on metal corrosion and pseudotumor, discomfort, metal debris, abductor muscle necrosis and capsular tissue necrosis; there was a minimal evidence of corrosion in the femoral head, the taper on the stem and at the taper of the liner acetabular component interface with pseudomembrane formation on the undersurface of the acetabular liner.